Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. Device status is unknown. This record relates to the left side.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: broken shell. Red particles in the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted. During explantation, it was observed that "the capsule was divided into two parts, and the brow lay separately from the capsule."